Event description:
Pt had right total knee replacement. Marcaine pump removal was done eight days later. Tip of pain pump catheter broke off into pt's knee. Attempts for removal were taken. Unable to see the tip with x-ray since catheter is not radiopaque. Pt returned to or for removal of the tip with I&d the next day.